Manufacturer narrative:
Correction: initial report was submitted missing the b4 date. The b4 date is jan 18, 2023.

Event description:
It was reported that there was an impurity between the foil and the product. There was no reported patient injury. No additional information was provided.

Manufacturer narrative:
Initial reporter email address: unknown; not provided. Initial reporter telephone number: (B)(6). Device evaluated by MFR: other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.